Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server having an issue with how their mixtures appeared on the pyxis cabinet. The customer reported that the frequency was not showing correctly and also stated that the fluid part of the mixture could not be removed from the remote stock. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.